Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the setscrew marks are too proximal.

Event description:
It was reported that the patient received inappropriate shocks approximately two weeks post implant during phases of "fail sensing." Many non-sustained tachycardia episodes were noted. It was suspected that the lead was either fractured or not correctly connected. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.